Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and has to be restarted. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.